Manufacturer narrative:
(B)(4). The unit was returned and the reported condition of the unit staying on after the handpiece has been disengaged was confirmed. The investigation found the root cause to be a component failure that has been identified as isolated. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during normal testing and service of the unit, it stayed on giving output regardless of if a handpiece or a foot pedal was connected or not. The output was usually occurring in the max levels.